Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system was found to be overheating. There were no reported adverse effects.

Manufacturer narrative:
Device evaluation : one level one device was received with a cracked reservoir tank cover around the bolts, missing reflux plug, rubber feet and drain tube cap, dirty enclosure, and dirty front cover with some paint chippings and scratches. It was also noted the device has oldstyle components (pcb and drain fitting). Upon power up and temperature check, it was found that the warmer was operating as intended. Also, the device passed all functional tests. Based on the investigation and testing, the complaint allegation was not confirmed. No fault was found with the returned device.